Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported treatment and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's wife that the patient had blood glucose levels of 390 mg/dl. The patient collapsed and their speech was garbled. The patient's wife was able to give the patient a manual shot of 15 units of insulin and then anther 30 units within an hour. After that the patient's levels were going down so then they put a new pod on.